Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 100cm long, fusiform thoracic aortic aneurysm located in zone 4. The aortic neck diameter was 20 mm. A homemade stent graft was implanted proximally to the talent stent graft. It was reported that the homemade and talent stent grafts were implanted without issues; however, at the 1-week post-operative CT follow-up, a small amount of in-stent, non-circumferential mural thrombus was observed near the end of the talent graft. In addition, the CT images revealed that there was a long dissection from above the celiac artery down to the common iliac artery bifurcation and that the talent graft was only partially covering the diseased portion of the thoracic aorta. As the pt has been asymptomatic, the pt was discharged from the hospital and will be monitored. Medtronic received the post-operative CT images, which were evaluated by an independent contracted physician, and the following interpretation was provided: there is a small amount of mural clot near the end of the device, not circumferential, and not a source of concern. Generally, a wrinkle in the graft or a slight kink or something can precipitate the formation of a clot. The aneurysm repair was not carried all the way down to just above celiac artery. What is recommended is to extend the repair down to just above celiac artery, and cover the clot with the new endograft.

Manufacturer narrative:
Other (no intervention performed) - eval: films reviewed. Results and conclusions - (arterial trauma/dissection), (diseased portion of the thoracic aorta was only partially covered).